Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/29/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded appropriately during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the keypad complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A review of the device history record indicated that the pump was operating within required specifications at the time of release.

Event description:
The patient stated that the keypad buttons needed to be pressed multiple times to activate desired pump functions. He says he does not clean the pump and there is no evidence of any misuse. The issue reportedly occurs with the ok button and down arrow button.